Event description:
The manufacturer received information alleging a "service required" and "low inspiratory pressure" alarm conditions occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor, oxygen blending module board, and active exhalation control module were replaced to address the issues.